Event description:
The customer observed reproducible, lower than expected, vitros vanc results from a single patient sample when compared to a non-vitros method using two different vitros vanc lots on a vitros 5, 1 fs chemistry system and an alternate vitros system. The following results were obtained: vitros vanc lot 2514-25-2897: vitros 5, 1 fs chemistry system: sample 2 = <5.0, <10.0, <5.0 vs. An expected result = 121.9 ¿g/ml; unconfirmed vitros system sample 2 = <5.0 vs. An expected result = 121.9 ¿g/ml; vitros vanc lot 2514-26-2987: vitros 5, 1 fs chemistry system: sample 3 = < 5.0 vs. An expected result =53.3 ¿g/ml; the affected results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer retested the sample using a non-vitros method as the physician questioned the affected sample result. A corrected report was issued. Treatment was administered to the patient based on the affected results. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible, lower than expected, vitros vanc results were observed when compared to a non-vitros method using two different vitros vanc lots on a vitros 5,1 fs chemistry system and an alternate vitros system. The investigation determined that the most likely assignable cause is an unknown sample interferent. There was no evidence that an instrument or reagent related issue contributed to the event.